Manufacturer narrative:
(B)(4). Batch # r58z44. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if there were any changes in the post-operative care of the patient due to the anastomosis being converted from the anastomosis at the posterior wall of the stomach to roux-en-y method to complete the case¿? No further information is available. If yes, please provide further detail of the patient consequences. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No further information is available. What is the current status of the patient? The patient is stable.

Event description:
It was reported that during a ladg, the firing force was higher than expected, and no breaking sound was heard at the firing. The device was used between the stomach and the duodenum. It was found that the washer was not completely cut off and the staples were wholly unformed. The anastomosis site was cut again. The way of the anastomosis was converted from the anastomosis at the posterior wall of the stomach to roux-en-y method to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the procedure, and it was found that there was a mark that the knife contacted with the washer. Additional information was provided that there was slight bleeding occurred from the anastomosis, but there was no need transfusion. The surgeon cut again the anastomosis and changed the reconstruction. The surgeon think it was similar to recently trouble because the washer was not cut. The patient is stable.